Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The inrush suppressor was replaced, and the software was updated and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that there was an inaccuracy detected at the verification of the navigation accuracy when the system was being updated.